Event description:
A husband called to report that his wife experienced "chemical burns" to both eyes after her first time use of a new bottle of complete multi-purpose solution easy rub formula with her acuvue oasys lenses. He was unsure if the pt stored her contact lenses in the solution or only rinsed them with complete multi-purpose solution, but when she inserted them they irritated her eyes. She left them in for awhile but the burning continued. She removed the lenses but as the burning continued, she went to a local ER, where her eyes were flushed with saline, patched, and she was given morphine for the pain. She saw her ophthalmologist for f/u the following day and was told that she had chemical burns, was given antibiotic drops (brand unk) and percocet for pain. He did not believe that his wife noticed anything out of the ordinary (no odor) and that the safety seal had been in place. There has been no response to add'l requests for info, and the reporter stated, he did not want to return the complaint unit for testing.

Manufacturer narrative:
A review of the mfg records for the reported lot (ae00307) was performed; no deviations were noted and product met all specs. Chemistry evaluation results of retained unit from the reported lot were within specs. Microbiology eval of retained unit from the reported lot showed the solution to be sterile. The complaint unit has not been returned to the MFR for analysis. No other complaints have been received against this lot to date. Root cause has not been established.